Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(6).

Event description:
Please refer to report 0009613350 - 2019 - 00510.

Manufacturer narrative:
Investigation results were made available. DHR-review: ref#: (B)(4). Lot#: 2279341 yield: 10 delivered: 10 the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: medical : revision due to infection event description: it was reported that the patient was initially implanted on the left hip side with an unknown prosthesis on an unknown date. This prosthesis was revised due to infection. On (B)(6) 2006, an alloclassic cup, pe insert, sulox head and alloclassic sll revision stem were implanted. On (B)(6)2010 the cup, head and inlay were revised due to cup protusion (covered in (B)(4).reimplantation of lima delta revision cup (competitor) and unknown head and unknown liner. This complaints addresses the second revision surgery, performed on (B)(6) 2011, due to infection. The sll stem was removed. Review of received data: x-rays: several x-rays have been received. However, as infection is not visible on x-ray images, a review would not enhance investigation. - implantation report of (B)(6) 2006: diagnosis: condition after septic hip revision left. Procedure: re-implantation of a cementless total hip prosthesis left (alloclassic cup, pe insert 28, 28 sulox head and alloclassic sll 5 revision stem). X-rays would have shown an area of osteolysis at the femur. There were no indication of a bacterial infect. Therefore reimplantation of prosthesis. Relatively soft acetabular bone. Lateral, a large defect at the stem entrance caused by the previous explantation is noted. Therefore usage of a cerclage. No complications noted. Surgical report of first revision surgery on (B)(6) 2010: diagnosis: cup protusion after two step revision due to infection. Procedure: explantation of alloclassic cup, reimplantation of dd-54 lima delta revision cup (competitor) and unknown cocr 36mm head and unknown 54/36mm neutral liner. No indication for a bacterial infect. Stem seems to be seated well. Removal of one of the hooks of the lima cup. No complications noted. Revision report of (B)(6) 2011: diagnosis: septic hip revision. Procedure: explantation of stem and cup. After opening of the surgical site, release of at least one liter of pus. Gram-positiv coccus. During revision of the stem, large area of lysis without bone at the trochanter major area is noted. Stem is still fixed well. Windowing in order to remove it. All implants are being removed without any reimplantation. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. As a competitor's cup was implanted in combination with the zimmer biomet sll stem, an off-label use has been performed. IFU for endoprosthesis states that "early or late infections" are "possible consequences of an implant" and should be considered when implanting zimmer biomet devices. Moreover it is mentioned "only authorized combinations should be used. To determine whether these devices have been authorized for use in a proposed combination, please contact your zimmer sales representative or visit the zimmer website: www.productcompatibility.zimmer.com". Conclusion summary: it was reported that the patient was implanted on the left hip side on (B)(6) 2006 with an alloclassic cup, pe insert, sulox head and alloclassic sll revision stem. On (B)(6) 2010 the cup, head and inlay were revised due to cup protusion (covered in (B)(4)reimplantation of lima delta revision cup (competitor) and unknown head and unknown liner. This complaints addresses the second revision surgery, performed on (B)(6)2011, due to infection. The sll stem was removed. Manufacturing quality record of the product shows that released components met all the requirements to perform as intended. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. It is highly unlikely that a disadvantageous product design or processing favored or contributed to the infection. However, the IFU for endoprosthesis states that "early or late infections" are "possible consequences of an implant" and should be considered when implanting zimmer biomet devices. Nevertheless, an infection can have numerous root causes. Possible causes of infection include wrong handling of device due to wrong information, wrong resterilization procedures for sterile delivered parts or packaging failure during transportation. However, as the infection occurred after the stem has been almost 5 years in vivo, it is highly unlikley that the stem has caused or contributed to the infection. Zimmer-biomet has not assessed or confirmed the compatibility of the implanted combination of devices. It is unknown whether this off-label usage or the competitor's product may have caused or contributed to the infection. However, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). Note: the following report os associated with this event: (B)(4) captured the revision due to implant migration.

Event description:
Investigation results are now available.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Item and lot numbers unknown.

Event description:
It was reported that patient underwent revision surgery due to infection on unknown date.